Event description:
It was reported that the system 9800 had poor image quality making anatomy difficult to discern. There was no adverse patient involvement reported. There as no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Image quality seemed appropriate. The system was tested and found to be working as intended and placed back into service.